Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of the post market surveillance study investigation, an olympus engineer was dispatched to the user facility to observe the sampling techniques of the scope sampler and no deviations were found. Additionally, the scope was re-cultured and tested positive for bacillus species. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause analysis report for the postmarket surveillance with the referenced tjf study. There were no deviations observed during the inspection of the automated endoscope reprossor machine (medivator dsd edge) and environmental investigation. Based on the investigations (microbiological analysis, sampling procedure review, standard inspection), improper sampling procedures cannot be ruled out as a contributory factory of the reported event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and reprocessing results. Please the updates in sections: d10, g4, g7, h2, h3, h6 and h10. The scope was returned to service center for a evaluation. A visual inspection was performed on the returned device and found a black mark inside the scope. The instrument channel was inspected and found a black mark inside the channel from the biopsy port side. The channel was further inspected and found grayish discoloration at the entryway of the distal end tip. There is also a grayish stain inside the channel from the control body section. The suction channel was checked and found no evidence of marks, stains, or foreign material inside the channel. Additionally, the image was checked and the image is working normal. The scope was purchased on july 5, 2006 and the last time the scope came in for service was may 24, 2018. Based on the evaluation service center is unable to determine the root cause of the black mark, grayish stain inside the instrument channel. The cause to the kinks inside the channel are due to mishandling. Also, the olympus ess (endoscopy support specialist) performed a dispatch and observed reprocessing of the scope. Discussed brushing the distal end and using all recommended brushes. All steps were followed by reprocessing techs. Information reviewed and attendees are listed on the attached on tracks.

Manufacturer narrative:
This report was submitted to correct the supplemental aware date from 4/27/2020 to 3/6/2020.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for candida glabrata after reprocessing. There were no associated patient infections reported.